Manufacturer narrative:
(B)(6). Device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused; total infusion was ten (10) hours earlier than the expected duration. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured october 20, 2021 - october 21, 2021. One actual sample was received for evaluation. The sample did not contain fluid in the bladder. A visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample and the results were within the product¿s specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.